Event description:
Note: this report pertains to the second of two complaints that occurred during the same procedure. Refer to manufacturer report # 3005099803-2010-05177 for the associated device report. It was reported to boston scientific corporation on (B)(6), 2010 that two resolution clip devices were used during a gastroscopy procedure to aid with a stent placement in the duodenum on (B)(6), 2010. According to the complainant, during the gastroscopy procedure, a duodenal wallflex stent was successfully placed. Two resolution clips were attempted to be placed into the mucosa on the proximal flare of the stent, located in the 1-2 part of the duodenum, to aid with possible migration. The first clip was advanced out of the retroflexed scope at the target site and was opened without issues. It was reported then when closing the clip, the jaws failed to close. The deployment of the clip went past both "clicks" and was deployed with the jaws in the open state. A second resolution clip was used and the same issue occurred. Clinical follow up revealed that the physician did retrieve the open clips from the patient, however no additional clips were placed. The physician did not reschedule the procedure as "the duodenal stent was successfully placed and the clips were additional, to potentially prevent migration." There were no patient complications as a result of this event. The patient was reported to be in "good" condition at the conclusion of the procedure.

Manufacturer narrative:
A visual examination of the suspect device could not be performed as the complainant indicated that the device was disposed. A review of the device history record (DHR) was performed; all acceptance records demonstrated that the device was manufactured in accordance with the device master record. A search of the complaint database revealed that no similar complaints exist for lot #10051101c2. The directions for use (dfu) state that, "the resolution clip is indicated for clip placement within the gastro-intestinal (gi) tract for the purpose of: endoscopic marking, hemostasis for: mucosal/sub-mucosal defects < 3 cm, bleeding ulcers, arteries < 2 mm, polyps < 1.5 cm in diameter, diverticula in the colon, anchoring to affix jejunal feeding tubes to the wall of the small bowel, as a supplementary method, closure of gi tract luminal perforations < 20 mm that can be treated conservatively." However, per the event description, "the resolution clip was attempted to be placed on the proximal flare end of the stent, into the mucosa, to potentially prevent migration."

Manufacturer narrative:
(B)(4). The complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
Note: this report pertains to the second of two complaints that occurred during the same procedure. Refer to manufacturer report # 3005099803-2010-05177 for the associated device report. It was reported to boston scientific corporation on (B)(6) 2010 that two resolution clip devices were used during a gastroscopy procedure to aid with a stent placement in the duodenum on (B)(6) 2010. According to the complainant, during the gastroscopy procedure, a duodenal wallflex stent was successfully placed. Two resolution clips were attempted to be placed into the mucosa on the proximal flare of the stent, located in the 1-2 part of the duodenum, to aid with possible migration. The first clip was advanced out of the retroflexed scope at the target site and was opened without issues. It was reported then when closing the clip, the jaws failed to close. The deployment of the clip went past both "clicks" and was deployed with the jaws in the open state. A second resolution clip was used and the same issue occurred. Clinical follow up revealed that the physician did retrieve the open clips from the patient, however no additional clips were placed. The physician did not reschedule the procedure as "the duodenal stent was successfully placed and the clips were additional, to potentially prevent migration." There were no patient complications as a result of this event. The patient was reported to be in "good" condition at the conclusion of the procedure.